Manufacturer narrative:
Event date: no event date provided, first date of the month of the aware date was used (B)(6) 2018.

Event description:
Reportable based on device analysis completed on 23oct2018. This device was received with no reported issues. However, returned device analysis revealed a longitudinal tear in the balloon. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks 14.3cm and 22.5cm from the hub. Microscopic examination revealed a longitudinal tear in the balloon 12mm from the tip and approximately 14mm long. The tip is damaged and the balloon is loosely folded. There is blood present in the inflation lumen and contrast present in the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found kinks, a longitudinal tear in the balloon, and damage to the tip.